Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant devices: dilatation catheter: 2.75 8 mm nc trek; stent: 2.5 x 12 mm xience, 2.5 x 8 mm xience, 2.75 x 8 mm xience; other: pronto extraction catheter; guide wire: ht bmw universal 190cm j. The ht bmw universal 190cm j referenced is being filed under a separate manufacturer report number. The device is manufactured by asahi (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported peeling guide wire coating was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the warnings section of the instructions for use (IFU) states: never use metallic needles or metallic sheaths for insertion and withdrawal of guidewire. Otherwise, the surface of guide wire may be damaged significantly. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the initial angiography revealed a thrombus in the mildly calcified and tortuous left anterior descending (lad) artery. A balance middleweight (bmw) universal guide wire was advanced into the lad. A grandslam guide wire was then advanced into the lad as additional support. A non-abbott extraction catheter was advanced over the bmw guide wire to remove the thrombus and the extraction catheter was then removed. The physician then advanced a 2.5 x 12 mm xience stent system over the bmw guide wire and the stent was implanted in the mid lad. The stent delivery system was removed from the anatomy. Due to the size of the lesion, a 2.5 x 8 mm xience stent system was then advanced over the bmw guide wire and the stent was implanted in the proximal lad, to fully cover the target lesion. The stent delivery system was then removed from the patient anatomy. The physician then removed both guide wires from the lad and advanced the guide wires into the mildly calcified right coronary artery (rca). A 3.0 x 23 mm xience stent system was then advanced into the patient anatomy and the stent deployed in the rca. Post dilatation was performed using a 2.75 x 8 mm nc trek dilatation catheter, advanced over the bmw guide wire. All devices were removed from the patient anatomy. After the guide wires were removed, it was noted that the coating was stripped from both guide wires in spots. There is nothing to suggest that the reported device issues contributed to any adverse patient effects. There was no clinically significant delay. There was nothing to suggest that the reported stripped coating contributed to an adverse patient effect. No additional information has been provided.